Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (sfa), it was reported that a powerflex pro balloon was delivered to and inflated at the lesion. However, it ruptured at its rbp during its second-dilation with an unknown inflation device. When the physician tried to remove the balloon from the patient, it became stuck to the lesion and the sheath. The physician was afraid of separation, so the balloon was removed surgically. The balloon was removed intact and nothing remained in the patient. The patient is doing ¿fine¿. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio used is unknown. The same indeflator was used successfully with other devices. The lesion had been crossed with an unknown guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was heavily calcified and the rate of stenosis was 99%. The product will be returned for analysis.

Manufacturer narrative:
Concomitant devices: unknown guidewire, unknown inflation device. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to the superficial femoral artery (sfa), it was reported that a powerflex pro balloon catheter was delivered to and inflated at the lesion. However, it ruptured at its rated burst pressure (rbp) during its second-dilation with an unknown inflation device. When the physician tried to remove the balloon from the patient, it became stuck to the lesion and the sheath. The physician was afraid of separation, so the balloon was removed surgically. The balloon was removed intact and nothing remained in the patient. The patient is doing ¿fine¿. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio used is unknown. The same indeflator was used successfully with other devices. The lesion had been crossed with an unknown guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was heavily calcified and the rate of stenosis was 99%. The product was returned for analysis. A non-sterile unit of powerflex pro pta 8mm x 4cm 80cm balloon catheter was returned. An axial balloon burst was noted during visual analysis. No other anomalies were found. Functional analysis could not be performed due to the balloon burst observed on the device. Sem analysis revealed no evidence of damage other than the noted balloon burst. A device history record (DHR) review of lot 17042267 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. The reported event ¿pta system / withdrawal difficulty-from vessel¿ and ¿pta system / withdrawal difficulty-through guide/sheath¿ could not be properly evaluated due to the noted balloon burst. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.